Manufacturer narrative:
H2,h6) a software analysis was initiated. However, the software evaluation found that system controller error: e-stop fault codes b01, c10, d18 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 , #:version: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system showed that the radiation was disabled after a first successful spin. They rebooted the system to get the issue to clear. The imaging system was brought out of a case when they noticed that radiation had been disabled. There was no patient involvement.

Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and the customer placed a service call stating radiation was disabled when going to perform a spin. Logs were gathered and uploaded for review, but no errors were found related to the described issue. The customer stated they didn't have the issue again after the initial complaint, and the issue couldn't be reproduced during troubleshooting. The system was functioning as intended at the time of work order completion. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.